Manufacturer narrative:
As neither a lot number or samples have been made available to us, no analysis could be performed. However, the info provided in the questionnaire indicate the IFU has not been followed: the application site had not been cleaned. The IFU states explicitly "shave the chosen skin area and clean it carefully (...)". In any case the IFU states also a warning "if an electrosurgical unit offers an electrode contact quality monitoring system like rem, nessy, arm, etc, always use a split electrode. A contact quality monitoring system cannot work with a standard un-split electrode (...)". An electrode monitoring system cannot work with a standard un-split (= non-monitoring) electrode. The bowa arc300 generator offers such a monitoring system (easy). The hospital has used a non-split electrode. The use of a split electrode (instead the non-split electrode actually used) with activated electrode contact quality monitoring system would have prevented any burn. It is unclear whether the necessary distance between electrode and operating field has been observed. The IFU states: "choose a (...) Skin site as close to the operating field as possible, but not closer than 15 cm, on adults preferably an upper arm or thigh." In addition, the first electrode was placed on the hip, only the second electrode was placed on the thigh, which is recommended as the site of preference in the IFU. We therefore conclude that a user error at least contributed to the event.

Event description:
On (B)(6) 2013, a 10 minute polyp removal (operative hysteroscopy) procedure was performed at (B)(6). A bowa arc 300 electrosurgical generator and a non-monitoring dispersive electrode (model rs05) were used. The pt was lying in the lithotomy position and was not repositioned. The electrode was placed on the right hip and after recognizing two burns, a second electrode was placed on the right thigh. The body type of the pt was described as obese and the skin type as "normal". The skin was not cleaned, not shaven, not disinfected and not dried. The power setting was described as "low energy" and the power setting was not raised during surgery. The injuries were noticed during surgery underneath the dispersive electrode and described as: "1 cm injury on the right leg/2 cm injury on right side". The injuries were specified as small areas of skin necrosis (third-degree-burns). It was also stated that the electrode had come off by 50-60%. The wound has been treated with sofargen cream. It was reported that the procedure was completed with a second skintact rs05 electrode and the electrode "didn't detach from the skin". No info of the lot number of the electrode involved in the incident could be obtained so far.